Event description:
Patient called in to report service error code which they were unable to troubleshoot. The service error code occurs when the battery is inserted. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.